Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Event history log review was performed and found no evidence of reported problem. Visual inspection and three separate delivery accuracy tests were performed. The customer's concern regarding failed accuracy was unable to be confirmed. According to the investigation, delivery accuracy testing found the pump average delivery error to be within the published specification of +/-6%. The pump expulsor will be replaced to bring the delivery accuracy closer to normal range. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump failed accuracy by -17.20%. No patient involvement reported.